Event description:
Realize gastric band placed (B)(6) 2008. After two years, severe left shoulder, neck and face pain and inability to eat/drink without pain began. Swallow test was performed and found that the band had migrated downward and was brushing the diaphragm after eating or drinking. Realize band was removed (B)(6) 2014 and all symptoms were alleviated within days; however, during surgery, a small plastic connector tube became detached and is now residing between the muscle wall and skin of my abdomen. This causes pain and aching during exercise, and an additional procedure may be required to remove it.